Manufacturer narrative:
Product complaint # (B)(4) investigation summary- it was reported that cup impactor will not thread in to cup trail. Did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual analysis of the emsys ace imp straight revealed that the threads were cross threaded. No other defects were observed. Functional test was performed using a laboratory sample mating device, as result; the mating device was unable to be assembled due to the cross-threaded condition. Therefore, reported allegation can be substantiated. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, impaction forces while the device is not fully/properly threaded, prying motion and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure a dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp straight would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that cup impactor will not thread in to cup trail. Did not happen in surgery.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.